Manufacturer narrative:
Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the scratches and cracks on the bottom left corner of the screen. The customer¿s blood glucose was unknown. Customer stated that the hard to read the screen. Troubleshooting was performed for damaged. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.